Manufacturer narrative:
Patient information requested but not provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing becomes disconnected when they do high power injections.

Manufacturer narrative:
Additional information provided: description of event or problem. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when the patients went to CT, the tubing becomes disconnected during high power injections since it does not connect all the way. There is no patient harm reported.

Event description:
It was reported that when the patients went to CT, the tubing becomes disconnected during high power injections since it does not connect all the way. There is no patient harm reported.

Manufacturer narrative:
Correction on initial report: product was revised from mzxt5307 to mzxt5306, changes captured in d1, d4 & g.5.